Manufacturer narrative:
The device was returned to bd for evaluation. The investigation is identified for material split it was noted that the cuffs were detaching from the graft. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dfx8006sc distaflo bypass graft allegedly experienced material split. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient was a (B)(6) male weighing (B)(6) kgs.